Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. It was visually observed the weld was compromised.

Event description:
The user facility reported that the housing broke at the weld although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention. The broken housing could cause the non-sterile battery to be exposed to the sterile field.